Event description:
It was reported that the patient presented in clinic feeling fatigue, upon interrogation, the pulse generator exhibited backup vvi mode. The device was explanted and replaced successfully on (B)(6) 2014.